Manufacturer narrative:
The event occurred outside the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer¿s husband advised on (B)(6) 2016 that customer collapsed due to low glucose at an airport in (B)(6). At approximately 10.00 the customer felt weak, collapsed (did not pass out). She consumed two glucose juices and 4 glucose tablets. She was escorted to the airport¿s medical station. A medical team glucose monitor was used with a result of 85 mg/dl (which converts to 4.7 mmol/l), however the time obtained was not provided. She received a glucose shot at a time not reported. Approximately 30 minutes after the glucose shot she felt better and was cleared to fly. All the following readings are on the aviva insight meter on the same date. 7:41 2.6 mmol/l, she drank glucose juice. 7:58 18.4 mmol/l, 7:59 15 mmol/l so she took bolus of 4.5 units, 8:11 hi, which on the system indicates a result in excess of 33.3 mmol/l, 8:12 hi, 8:15 12.2 mmol/l, 8:16 hi, she took bolus of 10 units insulin, 8:29 7.2 mmol/l, 8:38 14.1 mmol/l, 9:35 2.4 mmo/l, 9:48 13.3 mmol/l, 10:02 25.1 mmol/l,. 10:10 4 mmol/l, 10:11 6.1 mmol/l, 10:27 3.1 mmol/l, 11:16 14.3 mmol/l, 11:16 24.5 mmol/l, 12:19 15 mmol/l, 12:20 27.7 mmol/l. Test strips have been discarded and are not available for return.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ (B)(4) to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.